Event description:
It was reported that this right ventricular (rv) lead was explanted and successfully replaced due to a product performance anomaly. No additional adverse patient effects were reported.